Event description:
A home patient contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during the initial drain cycle of their automated peritoneal dialysis therapy. Per initial report, the home patient started the initial drain cycle prior to connecting their transfer set to the patient line of the homechoice set. Baxter's technical service center assisted the home patient in ending the therapy early. No patient injury of medical intervention was indicated at the time of the inital report.